Manufacturer narrative:
A manufacture representative went to the site to test the navigation system and could not confirm the reported issue. A system checkout was performed and the system is working as intended. The software analysis is under analysis and the results are not yet available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure, with no patient present. It was reported that the system went unresponsive for the site. When the site tried selecting a patient in the cranial application, the mouse became unresponsive. The health care professional (hcp) waited a few minutes with no resolution. The hcp did a hard shutdown on the system, and after that the system would no longer boot back up.

Manufacturer narrative:
No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure, with no patient present. It was reported that the system went unresponsive for the site. When the site tried selecting a patient in the cranial application, the mouse became unresponsive. The health care professional (hcp) waited a few minutes with no resolution. The hcp did a hard shutdown on the system, and after that the system would no longer boot back up.

Manufacturer narrative:
The software investigation found that they were unable to determine the probable caused because the behavior cannot be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure, with no patient present. It was reported that the system went unresponsive for the site. When the site tried selecting a patient in the cranial application, the mouse became unresponsive. The health care professional (hcp) waited a few minutes with no resolution. The hcp did a hard shutdown on the system, and after that the system would no longer boot back up.